Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a trident liner was not confirmed.

Event description:
Patients total hip implants were removed due to infection. Original surgery was approximately (B)(6) 2013. Implants were well fixed.

Event description:
Patients total hip implants were removed due to infection. Original surgery was approximately (B)(6) 2013. Implants were well fixed.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 4 accolade ii 132 deg; cat# 6720-0435; cat# 6720-0435; lot# 42915207; trident psl ha solid back 52mm; cat# 540-11-52e; lot# 42187701; v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mlm18d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information is not available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.